Event description:
It was reported that the locking ring of the cup was stuck and the corresponding poly liner was not able to be seated properly. Surgery was completed using another cup and the liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.